Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and there was an initial error message (25759). After power cycling the system, there were no further errors. The tse was contacted for troubleshooting, but full troubleshooting was not completed. To resolve the reported issue, the customer initially converted to laparoscopic endogia, in the following post-operative procedure the usms were tested with a stapler. Usms 1 and 2 were not able to close the stapler. After converting to laparoscopic the procedure was completed robotically. There were no port incisions increased or additional ports placed. The procedure was not converted. There was no injury to the patient. The surgeon did not disable or discontinue the use of the usm due to the issue. The procedure was completed robotically with all 4 usms. Additionally, intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure was confirmed via the error logs but was not replicated in-house. The unit was tested on an in-house system and triggered no errors. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed all tests. Upon further investigation, there was a fluid intrusion on the carriage main block but no physical damage. The error logs recorded an error 22020 pointing to dof 5 and 8.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 was having recognition and engagement issues. Additionally, the usm couldn't be activated or would deactivate after a period of time by itself. Several troubleshooting steps have been done. Instrument and drape replacement would fix the issue but only temporarily. The procedure was completed with no reported injury.